Manufacturer narrative:
We received one 774f75 catheter with attached 1.5 cc monoject limited volume syringe. The report of ¿issue with the connector of the device¿ was confirmed. The pa distal hub was partially detached from the extension tube. The cross-surface at the end of the extension tube was smooth and even. The hub was partially attached to the extension tube by the white hub material. No other visible damage was observed on the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures inherently involve some patient risks. Although serious complications associated with pulmonary artery, catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are well documented in the literature. It is standard clinical practice to inspect these devices prior to use on a patient. Any issue with the hub being broken would be observed during this inspection. The catheter can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that before use the connector was found to be broken. No report of patient injury. Attempted to obtain patient demographics, but unable to obtain.